Manufacturer narrative:
Patient identifier, date of birth and weight were not provided for reporting. Additional procode: hrs complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 412.814s, synthes lot number: l581076, manufacturing location: (B)(4), release to warehouse date: 27.sep.2017, expiry date: 01.sep.2027. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an original surgery was performed for internal fixation of distal radius fractures. On (B)(6) 2108, it was confirmed that ti lock screw in question, which was fixed on the diaphysis had been broken. Patient status is unknown. Per the surgeon, a reason for the possible cause for the breakage is unknown. Concomitant device reported: va-lcp-2-column drp2.4 volar le shaft 2h (part# 04.111.621s, lot# l578622, quantity 1), cortscrew 2.7 self-tap l14 tan (part# 402874s, lot# l624991, quantity 1). This report is for one (1) 2.4mm ti locking screw slf-tpng with stardrive recess 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-ray. The review of the x-ray picture shows one broken screw. Therefore this complaint can be classified as confirmed. The screw implants for plates - core dossier design and clinical risk management (dcrm) document, was reviewed and found to adequately address the complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.